Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure blade whip was observed. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event. The device was sent to stryker instruments for repair. During functional testing by a service technician at the manufacturer facility, the reported blade whip was confirmed, and the device created an incision larger than desired and/or removed chunks during cut testing. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported blade whip was confirmed through funcational evaluation by a manufacturer service technician. A loose drive link was identified as the probable cause for the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure blade whip was observed. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event. The device was sent to stryker instruments for repair. During functional testing by a service technician at the manufacturer facility, the reported blade whip was confirmed, and the device created an incision larger than desired and/or removed chunks during cut testing. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.